Manufacturer narrative:
The pump was tested at a foreign test center (australia) and results have been forwarded. The complaint for overdelivery could not be confirmed with ac power due to the inoperative state of the device. Physical damage caused an electrical short of the mains lead and the ac receptacle and prevented the device from being functional. The device was tested on battery power using the programming data supplied by the customer. The device delivered only demanded doses (as expected) and tested ok on battery. The ac receptacle/transformer assembly and mains lead were replaced.

Event description:
Report #1 of 2 for this device rec'd from abbott international affiliate (abbott australasia) indicating an overdelivery. The report states: "no alarm from pump. Smoke coming from device and it was turned off. Pt appeared to have been narcotised. Pt required naloxone (4mg) as too much morphine had resulted in decline in his neurological status." The report indicates that the pt rec'd 14.2 mg morphine over approx 5.5 hrs. It states that "this is not an excessive amount for an 80kg male. It would appear that the 14.2mg must have been obtained from the pump history. Nobody recorded the volume left in the syringe so it is not possible to cross-check the pump volume against the amount left. The hosp will not provide a copy of the pt's pain management record and will not tell co the medical rationale for administering naloxone. The pump was then inadvertently used on another pt." No add'l info, including device settins, was available. No report of any adverse sequelae.